Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, no additional information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.